Manufacturer narrative:
Visual and functional testing was performed on the returned device. The reported mechanical jam foot/difficult deploy the foot could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported mechanical jam foot/difficult deploy the foot could not be determined. Factors that may contribute to mechanical jam foot/difficult deploy the foot, include, but are not limited to; tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. The subsequent treatment appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to a lux valve interventional procedure. Reportedly, the footplate did not open well. A footplate dysfunction was suspected. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 10f and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.